Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. Following insertion, the patient experienced chronic pelvic pain, vaginal area pain, painful intercourse, urinary leakage, urinary retention, bowel leakage, recurrence of prolapse, nocturia, nerve damage that prevents the patient from feeling the urge to urinate, lower abdominal pain, and psychological and emotional suffering. In (B)(6) 2012, the patient underwent a colonoscopy with polypectomy. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tlh with bso. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.